Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: (B)(4). It was reported that the bi-vad patient had a hazard alarm with no registration of alarm on the controller or monitor. The patient was sitting in a chair at the time of the alarm and was asymptomatic. Technical services (ts) reviewed the log files for the lvad and observed power cable disconnect [advisory] alarms while connected to the power module, but no hazard alarms were noted in their report. Ts additionally reported that there were no unusual events seen within the log file for the patient's second pump (rvad).

Event description:
It was later reported that the power module patient cable was inspected at the recommendation of the manufacturer's technical services and there was no damage, dirt, or dust observed on the patient cable. There were no further alarms and no additional treatment was required. The patient will continued to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a hazard alarm with no registration of the alarm on the system controller or system monitor was not confirmed. The reported event of an atypical power cable disconnect alarm while connected to the power module was confirmed via the submitted log file. The submitted log file contained approximately 12 days of data (09dec2020 ¿ 21dec2020 per the timestamp). The log file captured a power cable disconnect alarm that was not associated with a true power cable disconnection on 17dec2020 from 16:09:14 to 16:09:14 due to the rsoc voltage on the white power cable dropping to approximately 0 v while connected to the power module. The alarm resolved itself when the voltage returned to its expected value. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file. No equipment will be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm and all hazard alarms, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 2 ¿how your heart pump works¿ and heartmate iii instructions for use (IFU) section 2 ¿system operations¿ explain visual and audio characteristics of a system controller self test, and how to perform a self test. Heartmate iii patient handbook section 8 "equipment storage and care" describes how to care for and clean all equipment, including the system controller and power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the system controller, power module, and power module patient cable. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Hsc-088824 was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.